Event description:
A user facility reported the connector came out of the airway tube several times while this mask was being used in a pt. Each time the connector was placed back into the airway tube. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.